Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 5 hours ( (B)(6) 2023 from 04:04:02 - 09:58:01 per timestamp). Two loss of external power events were active on (B)(6) 2023 between 07:22:25 ¿ 07:45:22 that were coincident with no external power, low power hazard and power cable disconnect alarms. These events are consistent with the provided additional information and were due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during this event. The root cause of the reported event was determined to be due to the patient disconnecting the ac power cord from the wall outlet. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a low voltage and no external power. The patient reportedly unintentionally unplugged from the wall power due to walking too far while on the mobile power unit (mpu) and was reeducated. The mpu had a v-lock connector on the ac power cord, no product was exchanged, and that the ac power cord came loose at the wall outlet due to the patient walking to far while connected to the mpu. The log file contained two no external power events on (B)(6) 2023 while connected to the mpu that was likely caused by the power to the mpu being briefly interrupted. The emergency backup battery (ebb) was used to support the system during these events and motor function was not affected.